Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address acetabular fracture.

Event description:
Pps and medical records received. There is no new allegation. After review of medical records for the MDR reportability, patient was revised to address fracture of left acetabulum. Revision notes reported of large hematoma, extensive tissue necrosis and pseudotumor from his metal debris. One screw was removed and one of the screws is broken and this screw was left in the bone. Surgeon felt that it would be too difficult to remove acetabular bone to get this screw out. Clinical notes reported of dislocation and acetabular fracture.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges constant pain, metallosis, anxiety, fear and cobalt/chromium poisoning.

Event description:
Pfs and medical records received. Pfs has no new allegation. After review of medical record for MDR reportability, the patient was revised to address fracture of the acetabular with internal fixation.